Manufacturer narrative:
The technician found the head end of the bed moved when the brake was set and the cause was a missing brake block cam. The technician replaced the cam to repair the bed.

Event description:
Information received indicates the staff set the brake and the bed moved when someone leaned against it.